Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. The monitor's electrode belt connector guide pins were bent and unable to connect to an electrode belt. The root cause for the damaged receptacle guide pins was excessive force. There are no adverse events associated with the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.